Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
Customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised to install a new battery and perform a self-test. Customer insulin pump did not vibrate during a vibrate test of the self-test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.